Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received fully fired. Microscopic inspection of the loading unit anvil buckets revealed strike marks, suggesting the loading unit had been fired. The clinical instrument was not received. Functionally, the loading unit was reset, reloaded with staples and loaded into a post market vigilance (pmv) representative instrument. The loading unit was applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver lobectomy procedure, the first cartridge was loaded correctly into the stapler device, fired but the staples did not compress as they should have. A second cartridge was used and only about 1/2 of the staples fired correctly. Subsequently, ended up using a sealing instrument and suture to finish the lobectomy.